Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the upper arm vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.